Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 500 mcg/ml at 374.2 mcg/day via an implantable pump for intractable spasticity and head/brain injury. The hcp reported that the patient was being taken care of in the hospital with overdose like symptoms. Hcp stated he had his pump refilled yesterday by other doctor but they no longer had the 2000mcg/ml and had to use 500mcg/ml. Agent asked if the dose was changed and the hcp confirmed that at the time of the fill it was not changed. The hcp stated she had a programmer with her and just decreased the dose of 374.2 mcg/day by 40%. Agent reviewed the report and logs with hcp and confirmed there was a programming error-no bridge was programmed. Agent calculated then that the flow rate immediately increased from 0.187ml/day to 0.748ml/day with 0.499ml (0.21ml of catheter volume), to be bridged. Therefore, patient got the rest of the 2000mcg/ml drug in the ttv at 4x the speed and thus 4x his dose. The hcp confirmed the patient and his family were considering not going to see this doctor anymore. Agent stated they could say with certainty that the bridge b olus should have been performed and also calculated that 29 hours had elapsed since refill and at that flow rate, all of the 2000mcg/ml drug had already cleared, so patient was now getting the programmed and prescribed dose.